Event description:
At 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 january 2024 lot 1902875: (B)(4) manufactured and released on 27-may-2019. Expiration date: 2024-05-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional components involved: batch review performed on 15 january 2024 ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2111105: (B)(4) manufactured and released on 02-dec-2021. Expiration date: 2026-11-16. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.